Manufacturer narrative:
Block e1: initial reporter address: (B)(6). Block h6: device code 2907 captures the reportable issue of suture detached. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the suture snapped and the device was unable to be used. Reportedly, the device was removed from the patient, and the procedure was completed with another speedband superview super 7 device. There was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. ''Additional information received on (B)(6) 2020''. It was reported that the procedure performed was a band ligation.

Manufacturer narrative:
(B)(4). Initial reporter address: (B)(6). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the suture snapped and the device was unable to be used. Reportedly, the device was removed from the patient, and the procedure was completed with another speedband superview super 7 device. There was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.